Manufacturer narrative:
The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The cable was completely broken but the cable segment was not missing, and both cable crimps were present. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps had a frayed/broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple attempts to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.